Event description:
It was reported the patient's blood glucose rose to 27 mmol/l (486 mg/dl), the pod was worn on the patient's arm for between 37 and 48 hours. As treatment, a manual insulin injection was administered.

Manufacturer narrative:
A tear on the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.